Event description:
Patient underwent work accident. Patient was admitted in the i.c.v. Of the user facility because of traumatic brain accident, with intracranial hemorrhage. Surgery was performed for removal hematoma and brain particles. A sophy valve indicated in order to control post traumatic overdrainage. Valve implanted and to a depth over than 10 mm. Despite the medium/high pressure setting, the valve kept draining a lot and could not be set to higher position under x-ray control. Explantation of the valve three days later for another sophy adjustable valve (cat. No. Sm8-2010)